Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was visually and microscopically examined and functionally tested. The fiber was received in one piece, and it passed visual inspection. The tip was microscopically inspected and was identified to be in good condition. Visual analysis on the connector identified burn marks, and the light exiting the connector face was distorted, indicating an internal connector fracture. During functional testing, the aim beam was weak. It is probable that the fiber fracture within the connector occurred during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability of the fiber to fire. Additionally, it is likely that the interaction between the internal connector fracture and the debris shield led to the burn marks observed on the fiber face. The instructions for use (IFU) states to inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the fiber and return it to the supplier for replacement.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the fiber broke after three minutes of lasing. The fiber and debris shield were replaced, and the procedure was completed with a new fiber. There were no complications to the patient or the operator.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the fiber broke after three minutes of lasing. The fiber and debris shield were replaced, and the procedure was completed with a new fiber. There were no complications to the patient or the operator.